Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported that the pcu and syringe pump were in use for multiple cases prior to this event. The previous patient's weight was (B)(6). The user reported that when they attempted to change the patient's weight of a weight-based propofol infusion in the or from (B)(6), the pump would not allow the change. They subsequently pressed 'setup' and entered the correct weight of (B)(6) for the duration of the infusion. After the infusion was finished and a new syringe was loaded into the pump, the 'restore' setting was pressed, and the original weight of (B)(6) was still entered into the device. The nurse accepted the incorrect weight and ran the infusion for approximately 15-20 minutes before noticing the error, and adjusted it back to (B)(6).

Manufacturer narrative:
The customer¿s report of an unintended weight change was confirmed. Analysis of the pcu event log shows that a weight-based infusion of propofol 10mg in 1ml was programmed at 11:08 am on (B)(6) 2016 with the patient weight entered as (B)(6). The programming parameters were entered and a ¿rapid bolus¿ of 9mg was programmed; however, the device was paused and channeled off before the infusion was started. At 1:08 pm, the previous infusion was restored and the continuous infusion was started with the same parameters that had been programmed earlier, to infuse at 300mcg/kg/min (16.6ml/h) with a vtbi of 30ml. Various bolus doses were given and the continuous dose was titrated several times until the device was channeled off at 2:17 pm. At 2:36 pm, the syringe was changed, and again propofol 10mg/ml was programmed with the existing patient weight of (B)(6), continuous dose of 300mcg/kg/min (16.6ml/h) and vtbi of 30ml. Before starting the infusion, a bolus dose was programmed that resulted in a soft continuous dose limit warning ¿dose exceeds guardrails limit of 125mcg/kg/min¿. The ¿yes¿ key was selected, causing the device to progress to the bolus programming page, where an attempt was made to change the patient weight. The weight field is not selectable on that screen. When the setup screen was selected, the patient weight was successfully changed to (B)(6) resulting in a rate of 126ml/h. Following the weight change, the bolus key was selected again, resulting in the same guardrails limit warning and a response of ¿yes¿ to proceed, and a bolus dose of 50mg was programmed to infuse as a ¿rapid bolus¿. However, instead of starting the bolus infusion, the continuous key was pressed, a delay of 30 minutes was programmed and the device was left in ¿standby¿ mode. At 2:52 pm the channel was selected and the ¿start¿ key was pressed. The soft continuous dose limit warning was acknowledged and an information screen displayed ¿delay has been previously programmed¿. The ¿cancel delay¿ key was pressed and the propofol began infusing at 300mcg/kg/min. Several dose changes were made and at 3:04 pm, the infusion completed. Additional vtbi was added and the infusion started. At 3:09 pm, the device alarmed for near end of infusion and then for check syringe. The syringe was exchanged for one containing 33.1713ml (as detected by the pump) and the ¿restore¿ key was pressed. The following parameters were restored: rate 8.28ml/hr, vtbi 1.1105ml, dose 150mcg/kg/min and patient weight (B)(6). This infusion was started at 3:10 pm. The dose was titrated up to 200mcg/kg/min (11ml/h) at 3:23 pm and to 300mcg/kg/min (16.6ml/h) at 3:24 pm. Seconds later, the set up page was accessed and the patient weight was changed to (B)(6). The user responded ¿yes¿ to the warning ¿dose will recalculate based on new weight. Adjust dose or rate if required. Accept weight change?¿ and the infusion started at 39.43mcg/kg/min. At 3:25 pm, the dose was changed back to 300mcg/kg/min. This infusion was titrated several more times (each time the soft guardrails limit was acknowledged) and continued until another syringe change occurred at 3:44 pm. The program was restored and the patient weight of (B)(6) was changed to (B)(6). At 3:57 pm, the device was paused and subsequently channeled off. The total volume infused during this infusion was 150.57ml. The device infused using the incorrect patient weight between 3:10 pm and 3:24 pm, infusing 2.081ml during this period. The root cause of the unintended weight change was identified as an issue with the restored program that resulted in an earlier weight value being utilized following a complex sequence of programming steps. No device was returned for investigation.